Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-oct-09. It was reported that the pump had not been returned as it was discarded because there was no issue with the battery suspected, purely patient preference to change. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The pump was returned and received by the device manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-oct-13. It was reported that the patient experienced tremors, itching, and increased temperature due to the baclofen pump motor stall. The patient received oral baclofen (not specified further) and all symptoms resolved following pump replacement. The patient weight was also reported. On an unspecified date in 1997 (reported as approximately 20 years ago, prior to pump implant), the patient started treatment with compounded baclofen at 970 ¿g/day for brain anoxia with spasticity. The patient's medical history included brain anoxia due to an allergic reaction to mso4 (morphine sulfate) while hospitalized, resulting in spasticity and partial paraplegia. The patient was not taking any concomitant medications. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. (B)(4) although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen [3000 mcg/ml] at a dose of 950.5 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported on 2017-sep-23 that a motor stall was seen at initial interrogation and that the patient did not recently have an MRI (magnetic resonance imaging). The pump status and/or event log reported motor stall occurred with a recovery. It was detailed that the pump stalled on (B)(6) 2017 at 14:07 and recovered on (B)(6) 2017 at 20:35. It was noted that the patient experienced a sudden change in therapy/symptoms of shaking. It was indicated that the hcp would continue to monitor the pump. Additional information was received on 2017-sep-24. It was reported that they were replacing the affected pump that morning as it stalled again. It was stated that the patient had ¿minimal to a lack of symptoms¿ and that the hcp was questioning catheter patency so they were going to confirm catheter patency when replacing the pump. Information was requested regarding catheter dye study procedures. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-sep-27. It was reported that the patient¿s weight at the time of the event was unknown and noted that the patient was ¿very thin though.¿ it was indicated that the pump was replaced and to be returned on 2017-sep-27. It was noted that catheter patency was confirmed. It was indicated that the information provided had been confirmed with the physician/account. No further complications were reported or anticipated.